Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.